Manufacturer narrative:
The customer informed the remote service engineer (rse) that the top half of the touchscreen was not responding to touch. The customer attempted to calibrate the touchscreen and the top half still did not respond to touch. The rse provided the customer with the part information for the touchscreen so that a replacement can be ordered. In a good faith effort (gfe) response from the customer received, it was confirmed that a replacement touchscreen was ordered by the customer and delivered to the customer site. The customer replaced the part in the device which experienced the touchscreen issue and confirmed that the part resolved the issue. The customer performed a touchscreen calibration and electrical safety inspection following the replacement to confirm that it was ready to return to use. The customer stated that the replaced touchscreen was scrapped. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the top half of their touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the top half of the touchscreen was not responding to touch. The customer attempted to calibrate the touchscreen and the top half still did not respond to touch. The rse provided the customer with the part information for the touchscreen so that a replacement can be ordered. This investigation is ongoing.